Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during a crushing of bile duct stones procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used to crush bile duct stone. However, the handle was damaged and the wire got separated. The wire was left inside the patient and a olympus endotriptor was used to crush the stone. There were no patient complications as a result of this event.

Manufacturer narrative:
The initial reporter's city is (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1: the initial reporter's city is (B)(6). Block h6: device code a0401 captures the reportable event of handle cannula break. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during a crushing of bile duct stones procedure performed on july 7, 2022. During the procedure, a trapezoid basket was used to crush bile duct stone. However, the handle was damaged and the wire got separated. The wire was left inside the patient and a olympus endotriptor was used to crush the stone. There were no patient complications as a result of this event. Additional information received on july 29, 2022: an alliance handle was used with the trapezoid basket in an attempt to crush the stone and detach the tip.